Event description:
Used aviva test strip to check my blood sugar and got wrong reading. Applied insulin based on wrong reading. I have been diabetic since 2008. I test my blood sugar every day, and based on the reading, I apply insulin. On this day, I tested my blood sugar with aviva accu check test strip and the reading was 3.41. I applied novolog insulin based on this reading, went to bed, and blacked out. When I woke up, I scheduled appointment with my doctor. They ran all the tests. My doctor wrote me a letter to say I am anemic. But when I received a letter from (B)(6) about this defective product, I knew where the problem came from. My doctor had recommended additional tests, but I had been very cautious not to complicate my medical condition. I spent 21 days in intensive care unit before I knew I was diabetic and had been insulin dependent ever since. My biggest problem now is this accu-chek malfunction which had placed me in this intermittent magic spell. It is still going on as I write you. I pray I don't pass out in my sleep. Woke up and blacked out for seconds.